Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported that patient was treated with weekly antibiotic therapy (bactrim ds 800/160 2x1) due to post-operative drainage of the right knee. Event was described as non-serious, of mild severity, not related to study device and possibly related to study procedure and was deemed solved.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Corrections based on new information received.